Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that a liberty select cycler had a clock problem as it was unable to keep the time and date. The patient stated that their nurse visited twice to correct the time and date and the cycler was still unable to keep the time and date. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid or particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The brightness screen test failed. It was resolved by installing a known good inverter board. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2034 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. The time/date check failed. A multi meter revealed a low voltage reading on the batram battery on the functional board. The issue was resolved by replacing the battery on the functional board. The system air leak test passed. The valve actuation test passed. The voltage verification check passed. A pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer one (t1) on the inverter board. The cycler was refurbished following the evaluation.